Manufacturer narrative:
(B)(4).

Event description:
It was reported an over infusion event of (propofol) diprivan occurred. The medication was programed to be administered at 20 mcg/kg/min (10.8 ml/hr with total volume of medication in bottle 100ml). At 3:20 a.m. The patient's blood pressure was 115/51 and propofol was started at 3:36 a.m. At 4:00 a.m., staff noticed that the propofol bottle was empty and the patient's blood pressure was 54/29. Levophed drip was started at 4:04 a.m. At 10 mcg/min, increased to 20 mcg/min at 4:10 a.m. And discontinued at 4:33 a.m. The patient's bp was 121/76 post intervention at 4:42 a.m.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Although requested, product has not been received.

Event description:
It was reported an over infusion event of (propofol) diprivan occurred. The medication was programed to be administered at 20 mcg/kg/min (10.8 ml/hr with total volume of medication in bottle 100ml). At 3:20 a.m. The patient's blood pressure was 115/51 and propofol was started at 3:36 a.m. At 4:00 a.m., staff noticed that the propofol bottle was empty and the patient's blood pressure was 54/29. Levophed drip was started at 4:04 a.m. At 10 mcg/min, increased to 20 mcg/min at 4:10 a.m. And discontinued at 4:33 a.m. The patient's bp was 121/76 post intervention at 4:42 a.m.